Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The insulin pump was received missing o-ring. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that her insulin pump had damage on the reservoir compartment and she experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with insulin pen. The customer stated that the reservoir have missing pieces which made the reservoir loose and would not hold in place. The customer stated that she would put the insulin pump on the floor that the insulin pump sometimes would hit the floor too hard. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.